Event description:
It was reported that the printer is not working and an error message displayed that the printer overheated. The programmer has been returned. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the printer was not working and printer queue displayed the printer overheated. A burnt capacitor was found on the mpu (main processor unit) printed circuit board assembly. (B)(4).